Event description:
(B)(6) study. It was reported that an inflammation occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. The subject was on apixaban prior to index procedure and after the implant, the subject was started on aspirin. The next day the subject was discharged. On (B)(6) 2020, the subject had chest pain secondary to suspected mild pericarditis. Oral medication was given as a treatment and no other intervention was performed. The event was resolved and the subject remained stable.